Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. The patient condition was unknown.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.the device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. The patient condition was stable.